Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue with ten infusion sets as the infusion set fell off, which were in use for about few minutes to a few days. The event occurred on 01-jul-2025. The patient replaced infusion sets and resumed insulin successfully. No further information available.